Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, was not provided explant date: if explanted, give date: unknown, is planned for explant. However an explant date was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the zxt150 20.0 diopter is planned to be explanted due to unfavorable outcome, an unplanned hyperopic outcome. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learned that there was no incision enlargement, no vitrectomy and no sutures done. Additionally, no patient post-op injury report. This information indicates lens has been explanted. Required intervention to prevent permanent impairment/damage. If explanted; give date: (B)(6) 2017. (B)(4). All pertinent information available to the manufacturer has been submitted.